Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out-of range pacing lead impedance, loss of sensing, and loss of capture even at maximum outputs were observed. The lead was replaced. Lead fracture was noted during the replacement procedure. The patient was stable.